Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise. The noise was oversensed resulting in inappropriate shock therapy. A lead fracture was suspected. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.